Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that patient developed squeaking of a ceramic on ceramic total hip. Replacement with a poly insert with metal head.

Manufacturer narrative:
An event regarding alleged audible noise involving a trident liner was reported. The event was not confirmed. Photos indicated an impingement that was noted on the liner. No other anomalies were noted. A functional and dimensional inspection was not performed as the device was not returned. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because further information is needed to investigate this event further.

Event description:
It was reported that patient developed squeaking of a ceramic on ceramic total hip. Replacement with a poly insert with metal head.